Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.224.222; lot: 1l67933; manufacturing site: grenchen; release to warehouse date: november 21, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection the lcp dhs® plate was received with the reported condition of not properly sliding over the dhs blade visual inspection confirmed that the distal end of the dhs blade is deformed; the lcp dhs® plate presents normal signs of use. Functional test: a functional test confirmed the reported complaint condition of not sliding over the dhs blade. Dimensional inspection: internal width of shaft cylinder (flat to flat) does comply with the specifications. Dimensional inspection performed at the time of manufacturing showed no non-conformities. Document/specification review: the returned lcp dhs® plate was manufactured in november 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. According to the relevant test instruction the dimensional parameters were within the specification. Summary: the returned lcp dhs® plate was examined, and the complaint condition was able to be confirmed as the lcp dhs® plate cannot slide over the dhs blade. The review of the production history revealed that this dhs blade was manufactured in november 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. This complaint condition is not related to the lcp dhs® plate but to the deformation of the distal end of the dhs blade, which is a result of high applied mechanical strain. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; however exact date of event is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure performed on an unknown date, a locking compression plate (lcp) plate and blade for dynamic hip system (dhs) did not slide properly into each other. There was no significant surgical delay reported. The procedure was successfully completed using another the same like devices. There was no patient consequence reported. Patient outcome reported as okay. This report is for one (1) lcp-dhs plate. This is report 1 of 2 for complaint (B)(4).